Event description:
Patient presented at ER with severe nausea and vomiting and was treated with IV fluids and IV phenergan on (B)(6) 2017. Patient was not admitted and informed the office when she visited the site. Implant date unknown.